Event description:
First use allergic reaction to product during treatment. Pt reported to be ok after medical intervention & finalization of treatment. Symptoms developed 15 mins into treatment: tightness to chest. Oxygen was given.